Event description:
It was reported that the patient's programmer displayed a "call your doctor" icon with a power on reset condition. The power on reset was subsequently cleared. No exposure to a security gate or other discharge event was reported. It was reported that shortly after implant, the device battery was allowed to "go dead".

Manufacturer narrative:
Lead model 3998, (B)(4), implanted: 2010-(B)(6) explanted: unknown, extension model 3708140, (B)(4), implanted: 2010-(B)(6) explanted: unknown, extension model 3708240, (B)(4), implanted: 2010-(B)(6) explanted: unknown, programmer model 37743, (B)(4), recharger model 37752, (B)(4), antenna model 37092, (B)(4).